Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the caller to disconnect the tubing, adjust the t:lock, and attempt to resolve the occlusion by delivering a bolus. Despite multiple attempts, the occlusion alarm persisted, leading to further instructions from support, which included filling and loading a new cartridge. The customer was advised to replace supplies as necessary and continue insulin therapy.